Event description:
The following has been reported: showing ac indication on display without ac main connection and error - 18 power connection. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a